Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e101 and e102 occurred due to overheating of the device because dust was clogged in the fans. Additionally, it¿s likely the error code e103 occurred due to dust being clogged in the fans. The final root cause of the error codes was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate the device. The customer's allegation of errors e101 and e102 were not confirmed, however error e103 was confirmed. In addition to the reportable malfunction, the following were noted: dust accumulated, clogged fans causing fan failure and overheating, and a non-olympus lamp at 100 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was producing errors e101 e102 and e103. The issue was found during preparation for use. There were no reports of patient harm.